Event description:
It was reported that this right ventricular (rv) lead exhibited rising thresholds since implant. Device interrogation revealed current rv capture management was 1.875v @ 0.4ms. The patient was rv paced 99.9% of the time. The physician and medtronic representative are aware of the capture management data and trending. The physician will monitor the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: adsr01, implantable pulse generator (ipg), implanted (B)(6) 2013.